Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was not able to reproduce the reported complaint, however, the universal surgical manipulator was still replaced. The system was tested and verified as ready for use. Isi did receive the usm to perform failure analysis (fa). Fa was able to confirm via system logs and reproduce the issue during in-house testing. The clockspring fiber assembly, parallelogram fiber assembly, and rolling loop fiber assembly will be replaced as a fix to the reported problem.

Event description:
It was reported that prior to the start and during a da vinci-assisted cholecystectomy surgical procedure, error 32097 occurred. The customer received phone assistance from the intuitive surgical, inc. (Isi) technical support engineer (tse). The customer was able to recover the error and continue with the procedure. The tse found repeated recoverable error 32097 in the logs. The tse advised the customer to avoid using universal surgical manipulator (usm) 1 in the next case due to the repeated error. The procedure was completed with no reported injury. Isi followed up with the customer and obtained the following additional information: usm 1 was not used during the procedure. There was no patient injury due to the issue.